Event description:
During davinci robotic assisted laparoscpic hysterectomy upon insertion of epigastric trochar evidence of significant hemoperitoneum appeared. Approximately 2.5 liters of blood were identified; upon further inspection is was noted that there was evidence of a vena cava laceration. Four units of prbc's, 1 unit platelets given. General surgeon brought in to perform exploratory laparotomy, lysis of adhesions, evacuation of hemoperitoneum exploration of mesentery with vena caval primary venorraphy.